Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of hematoma and hypotension are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of a common femoral artery using a proglide device after an interventional procedure with a 6f sheath. Reportedly, the patient's hemodynamic vitals [blood pressure and pulse] changed [deteriorated] during the procedure after obtaining access. During device deployment, a suture break was noted upon plunger removal. The method used to achieve hemostasis was not provided. Post procedure, a hematoma was noted. Hours after the procedure, the patient was found to have died. According to the physician, the device did not cause or contribute to the patient's death. The cause of death is unknown. No additional information was provided.